Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Bleeding and renal dysfunction are known potential complications of patients with cardiac disease and are included in the IFU. The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's recent surgery and the peri-operative therapeutic use of anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received form the clinical database that a patient developed acute kidney injury and hematuria (with possible urinary tract infection) on (B)(6) 2016 two days after having undergone a previously reported pump exchange (for suspected device thrombus). Post-operatively the patient had a foley catheter with intermittent gross hematuria and low urinary output.  At the time of this event, the patient was on vasopressor support and on a heparin infusion. The site reported that the patient's foley catheter was easily flushed with small clot returns. He was switched to continuous bladder irrigation for ongoing hematuria. The patient was treated with continuous veno-venous hemofiltration (cvvh) and switched to continuous bladder irrigation for ongoing hematuria.  These treatments are reported to have stabilized his hematuria and improved his renal function.  The patient's cvvh was later discontinued along with his central line access and the patient did not require further transfusions.  On (B)(6) 2016 the patient developed bladder spasms associated with significant pain.  Given the ongoing nature of these issues, the patient underwent cystoscopy and bladder neck cauterization on (B)(6) 2016.  He is reported to have tolerated the procedure well. All events were reported to have been resolved on (B)(6) 2016. The primary investigator reported that the renal dysfunction event was related to the patient's condition and unrelated to the hvad system or procedure. The hematuria event was reported to be related to the hvad system, possibly related to the patient's condition and unrelated to the hvad procedure. The bladder spasm event is reported to be related to the patient's condition and unrelated to the hvad system or procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that the onset of the acute kidney injury event was reported to be (B)(6) 2016; while the onset of the hematuria event was reported to be (B)(6) 2016. The site further reported that the patient was started on continuous bladder irrigation on (B)(6) 2016, had his/her dialysis catheter discontinued on (B)(6) 2016 and underwent bladder neck cauterization and cystoscopy on (B)(6) 2016. The acute kidney injury eventwas reported to have been resolved on (B)(6) 2016; while the hematuria event was reported to have been resolved on (B)(6) 2016. No further information has been provided.

Manufacturer narrative:
After further review of additional information have been updated accordingly. Additional information received indicates that the renal dysfunction event was related to the patient's condition and to the study device and unrelated to the implant procedure. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.